Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Evaluation of the heartmate 3 modular cable did not find evidence of issues that contributed to the driveline power faults. Log files were submitted for review that included driveline power fault alarms per abbott technical services. It was reported that the patient¿s modular cable was damaged, so it was replaced on (B)(6) 2021. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The submitted log files were reviewed and contained data from (B)(6) 2021 through (B)(6) 2021. Transient low flow alarms and a pump stop due to a driveline disconnect event were captured (refer to the pump investigation regarding these findings). The driveline power fault alarm was activated on (B)(6) 2021 and remained active throughout the remainder of the log file. The stored patient speed was briefly adjusted via the system monitor to below the low speed limit resulting in low flow and low speed alarms. The pump otherwise operated at the set speed without issue. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The heartmate 3 modular cable, lot #7088220, was returned in used condition. Examination of the polyurethane outer jacket and the controller and inline connector bend reliefs revealed no signs of damage. The controller and inline connector pins appeared unremarkable with no signs of damage, debris, or corrosion. Upon removal of the unremarkable armor and bionate layers, no wire insulation breaches, wire discontinuities, or evidence of fluid ingress were discovered. Continuity testing using a digital multimeter on the returned modular cable revealed no shorts or discontinuities. The modular cable was then connected to a mock loop for approximately 75 minutes. The driveline power fault alarms were unable to be reproduced, even with physical manipulation of the modular cable. Incidental findings: the o-ring in the inline connector was also found to be partially damaged. The relevant sections of the device history records for the modular cable, lot #7088220, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 7 also describes all alarm conditions, including the driveline power fault, as well as the appropriate actions associated with them. Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 2 ¿system operations¿ of the IFU (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ the heartmate 3 lvas patient handbook, is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 5 also contains information regarding all system controller alarms, including the driveline power fault, and the proper actions associated with them. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-06161. It was reported that the patient had a driveline disconnected on (B)(6)2021. There were low flows with high pi readings. These looked to be physiological in nature. There was also a driveline power fault due to a pwr_a_broken faults. It was recommended to exchange the modular cable and system controller.